Event description:
It was reported that the front and rear housing were damaged with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was repaired and the customer was sent a replacement device.